Event description:
A report was received that during a lead revision due to inadequate stimulation, the physician noted a possible infection at the midline incision and chose to explant the entire system. The patient was administered cipra antibiotics and was reportedly doing well following the procedure. The physician does not believe the possible infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02 serial: (B)(4), description: precision implantable pulse generator (ipg) model: sc-2218-50 serial: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.